Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 302995. Batch number#: 4046701. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. Email(s) attached. Per the customer: ¿the syringes have some black particle floating in them. We have had to waste medication and open new syringes from stock.¿ customer reports black particles floating inside the syringe after pulling medication into the syringe. Twelve eaches reported as defective. Customer states one sample is going to be sent to medical action. Item# 302995. Lot# 4046701. Product# syringe: 10ml l/l. Additional information provided: 1. What is the date of event? 2. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. 3. Please provide the address of the facility for us to ship the return label. 4. Please share the captured photo of the event if available. 1.) Alert date of the incident is (B)(6), 2024. 2.) Delay of care ¿ had to get a new syringe. 3.) (B)(6), though no samples available at this time. Waiting on customer response regarding sample of defective product. 4.) No photo at this time.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample of a 10ml luer-lok syringe was received and evaluated. The syringe was received loose with two white spots on the stopper. Fourier transform infrared spectroscopy (ftir) analysis was performed and confirmed the particulates are silicone used in the manufacturing process. No black particulates were observed in the sample received. The condition observed is acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Furthermore, a device history record review was completed for provided lot number 4046701. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.